Event description:
It was reported that during a gastric bypass procedure, the device would not staple but cut. After loading the fourth cartridge, the stapler cut but didn't staple at all. The surgeon converted to laparatomy because it was easier to recover the anastomosis. A second stapler was used successfully. The patient is currently fine. Surgery was prolonged. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.